Manufacturer narrative:
Concomitant medical product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported that a month after he was implanted, he was getting a burning or hot sensation on the skin on the right hip area, near the implantable neurostimulator (ins). The patient had not had any falls or trauma. The patient had also not informed his healthcare provider about this issue. It was later reported that the cause of the event was unknown at the time of the report. It was noted they would meet with the manufacturing representative in the next week. Additional information received reported that the patient reported a burning sensation with recharging and when the unit was on. It was noted that the patient was to arrange a reprogramming appointment with a manufacturer representative. It was noted that the patient did not require hospitalization due to the event. It was noted that the patient had no injury as an outcome. It was noted that upon examination there was no erythema or skin breakdown noted over the generator site. The indication for use was other chronic/interact pain (trunk/limbs) and spinal pain. If additional information is received, a follow up report will be sent.